Event description:
The user facility reported a 75-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that shortly after the implant, there was a high purge alarm. Low purge flows were noted. The purge cassette was replaced with no avail. The automated impella controller (aic) was replaced with no resolution. Eventually, placement signal showed signs of pump saturation. The impella cp was replaced. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported console (aic) purge issue has been completed. The console was returned for evaluation. The console was tested but functioned as expected. There was no problem found with the console. Data logs were reviewed finding that when a known good pump was plugged into the console it did not have the purge errors the failure following the pump across consoles only being resolved after switching pumps points to the console not being the cause of the failure. There was no issue found with console ic10010. The device functioned/operated to specification. Added- d9 device return date d2-updated common device name. D4-updated model number.